Event description:
The pump was in auto mode and dropped my blood sugar below 40 mg/dl for over 4 hours. I was dizzy, groggy, couldn't walk for several hours after that. Thankfully my husband was home and was able to get me to eat some candy because I was lethargic and out of it. Out of work for several hours the next morning after because I will still feeling faint. This week it has been keeping me severely high, regardless of the insulin I deliver. I am now going to pay out of pocket to replace this pump because I do not trust it. FDA safety report ID# (B)(4).